Event description:
Caller reported blackened pins and a burn mark on the casing of the meter while using the inform sys. Reporter reported blacked pins on the base unit. MFR's investigation unit confirmed blackened and burning/melting pins on pin 3 & 4 on the suspect prod. A request was made for return of the suspect prod and a replacement was sent.